Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens) for urgency frequency and urge incontinence. It was reported by trial patient that they had a pain in their vagina. Stimulation was lowered to stimulation to see if it would resolve the issue. More information was received from trial patient on 2019-jul-02 reporting that they think they may have an infection and they had irritation from the pads. No further complications were reported or anticipated.